Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a trial lead for a stimulation trial. Information was reported that the trial lead was bent near the electrodes. The physician noticed this before he attempted to put it into the needle. Another lead was opened and was used. The bent lead was never implanted and will be sent back for analysis. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Analysis of the electrical stimulation lead (serial number (B)(4)) found the distal end was bent out of the box. Analysis of the stylet (unknown serial/lot number) found the wire was bent out of the box. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previously reported conclusion code(s) no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that this was an out of box failure. The cause of the lead being bent was unknown.